Manufacturer narrative:
Patient information was not made available from the site. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  On 04/12/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a posterior spinal fusion procedure, the surgeon alleged an inaccuracy occurred. With using an imaging system and a navigation system, 3d images of l3-th11 were taken by the imaging system and were transferred to the navigation system. An attempt was made to navigate starting from l3 in order to position a screw, however, a position was found to be shifted by 1.5cm - 2cm backward. L3 and l2 positions were shifted just by 1.5 cm - 2 cm and l1 and th12 positions were shifted a bit. The procedure was thus continued and a screw was positioned. The navigation system was re-started and images of the upper side above th11 were taken again. After the navigation system was re-started, normal function was restored. No further issues occurred the surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.